Event description:
Patient was revised to address femoral loosening and poly wear (left side).

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The root cause of the loosening and wear could not be determined, but the initial report indicates that the wear appeared to be from third body debris. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.